Event description:
A turnpike lp catheter was used in a patient procedure. Details were not provided about how product was damaged. Note left on the product for the materials coordinator reads "hub broke off-again". I will forward on more information as I hear from the staff or the mds. The device had been using it retrograde in multiple attempts at navigating different collateral vessels. The physician said he had been using it for a while when all of the sudden he didn't have any more torque. He then looked down and noticed that the hub had separated from the catheter. He didn't feel the separation happen and it looks as though the hub of the catheter just came off vs. The hub breaking off.